Event description:
An explanted memorylens was received by ciba vision on 9/17/2002. The lens had been implanted in 2000 in a pt's left eye. The pt has a pre-existing medical history of diabetes and glaucoma, and their visual acuity as of exam in 2002 was 0.4 os. The lens was explanted and replaced in 2002. The dr's prognosis for the pt was marked as "excellent, clear cornea".